Manufacturer narrative:
Patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na, lead model 39565, serial # (B)(4), implanted: 2011-(B)(6), explanted: unk.

Event description:
It was reported that stimulation could not be adjusted and a power on reset (por) condition occurred. The patient also had a recharging issue. There were no interventions planned or diagnostics performed. The manufacturer's representative talked with the patient over the phone and explained recharging to her. The patient had not called back with concerns so it was assumed the patient was doing well. Additional information has been requested, but was not available as of the date of this report.